Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user's/patient's relative contacted lifescan alleging that he got an "error 1" message with onetouch ultra 2 meter. The medical affairs specialist (mas) was able to correspond with the reporter by telephone on may 29, 2008 and classified the complaint based on the following information received. The lay user/patient tests his blood glucose everyday before breakfast. He manages his diabetes by lantus in a sliding scale based on the meter reading. If his blood glucose level is less than 200mg/dl, he takes 4 units and if it is above 200mg/dl, he takes 8 units. The patient's relative mentioned that the issue with the meter began on a month prior to original month at 4:30pm. The patient reportedly took no diabetes treatment actions following the issue. Even though the patient reported that he did not experience any symptoms during the initial call by cca, he claimed he felt that his sugar was dropping and was taken to the emergency room around the same time the issue began. A low blood glucose reading of unknown value, was obtained on the hospital meter and was treated with IV glucose. The doctor stated that his hypoglycemic event was also due to some of the drugs he was taking for other health conditions. The patient was hospitalized for 2 weeks. During the hospital admission, fluid build up in his lungs and he got an infection for which he underwent treatment. The patient did not have any back up meter and was not tested on any other meter. The issue with the meter was not resolved during the troubleshooting. Replacement products were sent to the patient. This is being reported due to the following conclusion: after the issue began, the patient claimed he experienced feelings of low glucose. He then reportedly had to be taken to the emergency room where a low blood glucose reading was obtained. The patient reportedly also had to be treated with IV glucose.